Manufacturer narrative:
Section b5 and h6 medical device problem code have been corrected. Stryker evaluated the customer¿s device at the product analysis center (pac) and the pac technician was able to verify the reported issue. The cause of the issue was determined to be the audio harness. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver proper defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer will receive a replacement device under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on when the lid was opened. In this state, the device would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.